Event description:
It was reported that an infection associated with the pump occurred. Additional details, including the cause of the event, specific patient symptoms, interventions/treatment, diagnostics/troubleshooting, final patient outcome, and drug information, were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4); product type catheter product ID 8578, serial# (B)(4); product type accessory (B)(4).